Event description:
It was reported that this right ventricular (rv) lead exhibited noise. Boston scientific technical services (ts) recommended following up with the cardiologist and possibly monitoring to see if the noise continues; however, if it does, then the next step would likely be to change the lead as programming sensitivity increases the risk of missing true ventricular fibrillation (vf) episodes. Additional information was received indicating that this right ventricular (rv) lead exhibited oversensing and programmed device to vvi and increased shock alert impedance limit to ohms. The lead remains in service. No adverse patient effects were reported.